Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. The photographic evidence was showing missing spring arm's brake screw. There was no injury reported however we decided to report the issue basing on potential as any parts falling off into sterile field or during procedure may be a source of contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as screw shouldn¿t be missing. There is no information if in the time when the event occurred, the device was or was not being used for patient treatment and it contributed to the event. One fixation screw (out of two) on ac 2000 sf spring arm is missing. The reason of this screw missing remains unknown, but it can be assumed that it occurred during installation or a repair. In installation or repair manuals where such a spring arm is involved, the fitting of these screws is described. Because of the design, two brakes act as pins as well, and it means that the device remains safe (no possible light head fall because of that). Nevertheless, we recommend to repair the device as soon as possible. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 3rd march, 2021 getinge became aware of an issue with one of surgical lights - powerled ii. The photographic evidence was showing missing spring arm's brake screw. There was no injury reported however we decided to report the issue basing on potential as any parts falling off into sterile field or during procedure may be a source of contamination.